Manufacturer narrative:
On 8/5/2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear alarm. Reportedly, the customer stated had been outside in the humidity and wears pump in pocket. The customer's blood glucose level was not impacted. No further information was provided.